Event description:
The customer reported that the screen went white and the live image was lost. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller circuit board was replaced. The system was then found to be operating as intended.